Event description:
"S/p b subgl transax augmentation r 220cc surgitek gel l 200cc mcghan gel - pt developed contractures but c/o tenderness and bulge on r - denies trauma but thinks they may be smaller r greater than l. Pt also c/o systemic probs including arthraligas (+ am stiffness), myalgias, burning pain, dysesthesias, paresthesias, spasms, swelling, chronic fatigue, swollen glands, hot flashes, headaches, jaw pain, visual disturb/dizzy spells, panic attacks, dry mucus membranes, hair loss, oral sores, rashes, sens sun/cold/chem, sob, cp, choking sens, wgt gain, gi and gu disturb, easy bruising and pelvic probs and infertility. Otherwise healthy."